Event description:
Clinical study after a coronary artery drug eluting stenting treatment procedure, the pt's elevated cardiac enzymes met criteria for a myocardial infarction (mi). In 2004, the lesion being treated was a 3.0 mm, 70% stenosed, mildly tortuous, mid left anterior descending (lad) artery lesion. The pt was administered an IV 2b3a agent and IV angiomax during the procedure. The lesion was predilated. The physician placed a taxus express2 8.8% 3.0 x 28 mm drug letting stent without complications. Later, after the procedure but before discharge, the pt's elevated cardiac enzymes met criteria for a non-q wave mi. In the opinion of the physician the mi was "not related" to the taxus stent. The pt was discharged on the 2nd day on asa and plavix.